Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was one day post implant and the pacing thresholds were observed to be greater than 2,000 ohm along with an increased in pacing thresholds on both the atrial and ventricular leads. Pocket manipulation was performed; however, no noise was produced. Boston scientific technical services (ts) discussed troubleshooting, it was reported that the patient would likely undergo a revision procedure to re-evaluate the lead to device connections. At this time, no adverse patient effects have been reported.

Event description:
Additional information indicates that the out of range impedances were inclusive to the right ventricular lead. The plan is to re-evaluate and perform a diagnostic check with the patient in two weeks.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this product was later explanted and replaced due to device upgrade required. The patient went from an ICD to a cardiac resynchronization therapy defibrillator (crt-d).